Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; a "no injection alarm" was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a review of the pump¿s black box showed evidence of multiple loss of prime warnings (cs162) with low non-zero force. During testing, the pump successfully completed the ez-prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours with no loss of prime occurring. The pump performed within required specifications. A loss of prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).